Event description:
A dist contacted zoll on (B)(6)2015 to report that a (B)(6)male pt who has scoliosis had an ulceration to his back under the vibration box. The patient's doctor was treating the ulcer. The pt was reported to be hospitalized. Attempts to follow-up have been unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.